Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.

Manufacturer narrative:
An authorized service provider (asp) was dispatched onsite to evaluate and repair the device. Upon arrival, the asp confirmed the reported issue and replaced the user interface (ui) printed circuit board assembly (pcba). The device passed the required performance verification tests per philips standard and was returned to service.

Event description:
Philips received a complaint by the customer on the v60 indicating that the liquid crystal display (lcd) back was going out. It was reported that there was no patient involvement at the time the issue was discovered. The customer reported to the remote service engineer (rse) that the lcd's back was going out. The customer ordered a second generation display but currently has a first generation. The rse provided the customer with the part numbers of the replacement parts needed to upgrade the display to a second generation.